Manufacturer narrative:
Retainer ring =black. Customer returned pump for an alleged stuck button alarm, damaged battery cap and found on (B)(6) 2021. The pump was unable to do displacement test and self test due to buttons not working properly. Pump did not pass the keypad voltage test. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. However, the j1 connector on pcba 1 was not locked properly during visual inspection, which caused the stuck button alarm. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) on (B)(6) 2021 at 5:01 and 5:11. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked and serial label damage confirmed. In summary, customers alleged stuck button alarm was confirmed due to a loose j1 connector. Damaged battery cap can not be confirmed due to not knowing if the original battery cap was returned with the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Insulin pump keypad buttons was sticking and the button did not move and navigate through the screens without pressing the button a lot. Unresponsive the keypad enter button. No harm requiring medical intervention was reported. The device will be returned for analysis.